Event description:
Per the clinic, it was reported that the patient experienced an infection resulting in the decision explant the device on (B)(6) 2018. It was also reported the patient had an incidence of trauma. Reimplantation is planned; however has not occurred as of the date of this report.